Manufacturer narrative:
H6-code 213: a review of the manufacturing records indicated the lot met all pre-release specifications.

Manufacturer narrative:
H6-code 4112: a picture of the device after it was withdrawn from the patient was provided for evaluation. H6-code 10: the device was returned for evaluation. H6-code 213: when physically evaluated upon return, the following observations were made: the device was not returned with an introducer sheath accessory. The device was kinked at multiple locations along the catheter, including near the strain relief. Approximately 2 mm of the distal end of the stent was uncovered, consistent with the reported event description and the image provided. The lock slider was in the unlocked position. The outer sheath was locked distally, up to the proximal edge of the stent. The tear tube (deployment tube) was intact. This observation is inconsistent with the reported event description. Upon disassembly of the handle, slight indentations were observed near the location of the pulley installation holes in the interior of the handle body halves. The indentations were not consistent with the geometry of the pulley component, and no damage or indentations were observed on the pulley component. Although the exact position of the pulley prior to disassembly could not be confirmed, these observations indicated it is unlikely that the pulley was incorrectly installed. Upon disassembly of the handle, the inner shaft was buckled and folded at the location of the pulley within the handle. The buckled portion extended approximately 5 mm. Hairing of the tear tube was wrapped around the inner shaft near the location of the buckling. The hub bond within the handle was observed to be anomalous. The inner shaft was protruding approximately 6 mm proximal from its intended location within the hub component. The hub bond presented visual indications of adequate wet-out (e.g. Bonding) and was not loose or otherwise indicative of translation. The location of the inner shaft within the hub as installed may have resulted in a shortened inner shaft length, which may make re-locking of the outer sheath with the molded catheter features more likely via translational interference. The inner shaft had two buckles located approximately 14 cm proximal to the coupler bond, within the working length of the catheter. As observed on the returned device, the buckled inner shaft within the handle, hairing of the tear tube wrapped around the inner shaft, shortened inner shaft at hub bond, and/or buckles along the catheter inner shaft may have contributed (independently or consecutively, in an unknown order) to the reported inability to deploy the device. None of these factors could be confirmed as a root cause(s) for the reported inability to deploy the device. Instructions for use: hazards and adverse events. Device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: deployment failure; h6: the medical device problem code was updated.

Manufacturer narrative:
Patient identifier remains unknown, therefore the gore case reference number was used. The manufacturing history records are being reviewed. The device was returned for investigation. Device evaluation anticipated, but not yet begun. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The patient presented with peripheral occlusive artery disease of the popliteal artery of the right leg, which was treated with a gore® tigris® vascular stent. It was stated, that during the deployment procedure of the device, the deployment line has broken and the stent was deployed partially. Reportedly, the physician withdrew the device from the patient in a tandem together with the introducer sheath without any problem for patient. They used another gore® tigris® vascular stent to complete the intervention successfully.